Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 19 mmol/l and was hospitalized because he was vomiting. Customer stated that the motor error alarm occurred when the pump was being rewound. Insulin pump will need to be replaced. No additional information provided.